Event description:
Additional information received reported the patient¿s physician was ¿fairly certain¿ the patient¿s device was not this manufacturer¿s device but this could not be confirmed.

Event description:
It was reported that a patient had some type of sensation or shocking in her neck. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Device used for off label indication. The indication the device was used for was seizures. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the manufacturer of the device was not confirmed, the cause of the shocking was not determined, and no diagnostics were performed. Additional information has been requested but was not available as of the date of this report.